Event description:
It was reported the customer received several no delivery alarms. The customer's blood glucose was 620 mg/dl. Customer did not troubleshoot for the no delivery alarms as they were no longer using the insulin pump. Customer's mother stated they had reverted to the insulin pen. The customer's mother also stated their piston was not rewinding as quickly. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.